Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On (B)(6) 2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. During the onsite inspection, the medtronic representative reported that the system's logs were sent to the manufacturer for analysis. A software investigation was conducted, however the investigation was unable to determine a probable cause without further information since on the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A medtronic representative reported that when the imaging system, the pendant showed the following message "initializing please wait" and 3 red x's were observed in the connection. The site restarted the system and it would not boot past the "system booting please wait" screen. The pendant flickered between displaying "system booting" at the bottom of the screen and going blank. After about 5 minutes the rep restarted the system again and the issue was resolved. No patient was present during the time of the reported incident.